Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture and other-medical-ndr was reviewed on 05-ago-2020. Visual analysis of the photographs identified: device is seen ruptured. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to (B)(4):covid-19 quality plan - complaint handling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ruptured.

Event description:
Patient reported right side implant "observed to be ruptured", and was "diagnosed with multiple sclerosis". Device has been explanted.